Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, a damaged lens was implanted and then removed. The surgeon reported a capsular rupture with instability of the iol as the reason the lens was removed. The patient was left aphakic. There was a one hour delay in the surgical procedure. In a follow-up, the surgeon stated the outcome of the event is unknown. The surgeon reported he does not feel the iol caused or contributed to the event.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Additional information was requested and received. (B)(4).